Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the abutment screw (iunihg) loosened.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified that the device is worn from use at the threads, body, and drive feature with some debris noted. The reported device was used for approximately 3.5 years. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there was one additional related complaint for this product lot which is from the same patient. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 02/16; torque matrix - internal connection. The complaint reported that the gold screw was torqued to spec, but it became loosed. It was removed and replaced. Based on the evaluation and physical inspection the reported event is unconfirmed. No x-rays were provided to aid in the evaluation of the loosening. There is no existing trend, nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported event. A root cause for this complaint could not be determined.